Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting elevated thresholds and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. There was no evidence of damage via fluoroscopy. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.